Manufacturer narrative:
Returned device was received in good physical condition. Analysts were unable to download the event log due to not having power to the system. During the evaluation of the device. It is unknown what caused the issue. There was corrosion found on the main board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error code lec 1230. There were no patient present at the time of the event. There were no adverse events reported.